Manufacturer narrative:
The explanted pump was returned for evaluation. A correlation between the device and the reported elevated ldh could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. No depositions were found inside the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient underwent a routine heart transplant on (B)(6) 2016. The lvad clinicians at the implanting center suspected that patient had experienced device thrombus prior to transplant. The patient's lactate dehydrogenase (ldh) levels had been elevated during the last several clinic visits. The patient was admitted for heart transplant on (B)(6) 2016, and the ldh level was approximately 434 u/l. The patient's ldh was typically in the 200-300 u/l range.